Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at unknown atms on the second inflation. The quantum maverick monorail balloon was removed and replaced with another quantum balloon to successfully complete the procedure. It was also reported that the balloon rupture could be due to the calcification of the lesion. No patient injuries or complications were reported. Patient status is reported as "good."